Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a dual-chamber pacemaker, the pacing lead exhibited placement difficulty during several attempts. The pacing lead was not used and a single chamber pacemaker was implanted instead. No patient complications have been reported as a result of this event.